Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included on and off current without duplicating the malfunction. The device's battery board was replaced as a precaution. The device was recertified and returned to the customer. It is important to mention the battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device battery vented out. Complainant did not indicate that there was any patient involvement in the reported malfunction.